Manufacturer narrative:
A gfe response confirmed the patient removed the leads and the nurses were in the room when the patient became unresponsive, so there was no delay in care, and the device did not cause or contribute to the patient event. The nurses were simply questioning why an alarm did not continue after the leads were removed. Analysis was performed by remote clinical support service personnel which included review of the clinical audit trail. The results of the analysis indicate that from 14:04 to 14:17 the alarms were acknowledged from the picix only. After 14:17 the alarms were then acknowledged from the mx750 at rev. P.01.05. The remote service engineer went through the logs with the customer to show that the red alarms were alarming and being acknowledged. The complaint was escalated for a technical complaint investigation. Product support engineer for the mx750 reviewed the clinical audit log and data provided. Based on the data present, there are many incidents of alarms in the logs showing that the system attempted to notify the user. Both ra and v leads off alarms were called out in the logs when they were detected by the system. It was noted that the timing of the leads off in correlation with other, higher priority alarms may have suppressed the leads off notification depending on the time the user was observing the monitor. Based on the results of the analysis, the product was confirmed to be operating per specifications. Exact timing of the claim related to leads off alarms not continuing may help to confirm the reason; however, this is likely due to other, higher priority alarms occurring around the same time as the leads off alarm. The customer was provided the information as requested. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported the patient passed away while being monitored and the customer wanted to review the logs to confirm that alarms were occurring and when the alarms were acknowledged; however, the customer did not allege any harm related to the device. It was indicated there was no impact to patient care. The clinical specialist reviewed the logs with the customer, revealing red alarms were being generated and acknowledged during the event timeframe. The review indicated alarms were being acknowledged at the pic ix only from 1404 to 1417, after which the alarms were being acknowledged at the bedside. The customer requested the logs be sent to them.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received and it was confirmed the patient removed the leads and the nurses were in the room when the patient became unresponsive, so there was no delay in care. The nurses were simply questioning why the alarm did not continue after the leads were removed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.